Manufacturer narrative:
Based on the information available, the cause of the reported problem was confirmed and traced to a therapy pca failure. Reported problem was solved by authorized service provider. After replacing the therapy pca, the device was successfully returned to service. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the dfm100 indicating that the self-inspection fails, indicating a fault, the charge and discharge detection prompt is not detected, the ECG lead detection prompt is failed, and the electrode/electrode plate ECG detection prompt is failed. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.